Event description:
It was reported that a 200ml multidose delivery bag was leaking. The condition occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.